Manufacturer narrative:
The product was returned for analysis, however it has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
The customer complained that the wire was stuck in the microcatheter. We have no further details as the complaint had happened for a while. No further details about the wire used or other information was available. However after the product was received, it was noted that the microcatheter shaft was cracked at 48cm from the distal end.

Manufacturer narrative:
It was reported that the wire got stuck in the prowler 10 microcatheter. Analysis of the returned microcatheter found the shaft was cracked 48 cm from the distal end. No further information is available regarding the timing of this condition as related to procedural use or possible contributing factors. It was reported that the customer was unwilling to provide additional details regarding the event, the wire used or the condition of the returned device. One non-sterile prowler 10 and an unknown guidewire were received stuck coiled inside of a plastic bag. The microcatheter (mc) was inspected and presented a wavy and ripped condition at 48cm from the distal end. The guidewire (gw) presented with two kinks at 24 and 26cm from it proximal end. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The mc was observed under a microscope and the wavy and ripped condition was confirmed. After attempting to remove the gw of the mc unsuccessfully, a radial cut was made, and then the two ends of the mc were removed from the gw without any resistance/friction. After that, the part of the wavy and ripped condition of the mc was attempted to be removed and some resistance/friction was felt. After removal of the gw from the damaged section, the gw could pass through the mc. The ID from the mc was measured and was found within specification. Also, the od of the guidewire was measured and met with the mc compatibility specification. The report that the gw became stuck within the mc was confirmed and with analysis of the returned event was related to the cracked damages found on the returned device. However, after removed from the damaged section, the guidewire could pass through the mc. Additionally the ID of the device met with dimensional analysis. Based on the available information, the timing of the damage as related to procedural use and cause of the damage could not be determined. With review of the analysis and the device history records, there is no indication of a relationship to the manufacturing process. Additionally inspections are in place to prevent this time of damages from leaving the facility. Therefore no corrective actions will be taken at this time.